Manufacturer narrative:
Product complaint(B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "patient and surgical factors affecting procedure duration and revision risk due to deep infection in primary total knee arthroplasty" written by mona badawy, birgitte espehaug, anne marie fenstad, kari indrekvam, havard dale, leif I. Havelin and ove furnes published by bmc musculoskeletal disorders 2017 was reviewed. The article's purpose: "to determine risk factors for both prolonged procedure duration and deep infection and if there was an association between longer procedure duration and revision risk resulting from deep infection after tka." Data was compiled from a registry with over 28,262 primary total knee arthroplasties (tka). The articles ratios to indicate risk factors for revision due to infection for each product line. Depuy products were among the registry along with non depuy products. Cement manufacturer was not identified. Depuy products: lcs, pfc. Adverse events: infection (treated by revision).